Event description:
The patient was reportedly implanted with unspecified MFR's "mesh product" to treat her pelvic organ prolapse and/or stress urinary incontinence. The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery. The following info was not provided by the complainant: specific info of the alleged injury, specific info regarding whether intervention was performed, specific info regarding why intervention was performed or what type/ to what extent intervention was performed. Specific correlation between device performance and alleged injury current patient status.